Manufacturer narrative:
Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip and cracked lcd window. Unit received with broken off reservoir tube lip. Reservoir unable to lock in place due to reservoir completely broken off. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 8.3 mmol/l at the time of the incident. Customer report damage to the pump case. The insulin pump was returned for product analysis.